Event description:
Same case as MFR report #: 3005099803-2008-05365. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the jagwire tip "broke". During the procedure, the physician was introducing the jagwire into the biliary duct. Following insertion, an extractor balloon was advanced over the wire. During removal of the extractor balloon, the hydrophilic tip broke. The pieces of the wire were removed with another device. The pt's status was reported as "stable".